Event description:
It was reported that stent damage occurred. A 24 x 2.25mm promus premier¿ stent was advanced; however the device was unable to cross the lesion. The distal end of the stent was found to be lifted. The procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).